Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that almost 3 months after dental implant was installed in intraoral region 15#, its non-osseointegration was observed. In addition, the patient presented bone type IV, 20ncm of primary stability was achieved, the perforation of the sinus membrane has occurred during surgery and bone graft was executed.